Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had high blood glucose levels of about 600 mg/dl. The customer reported being hospitalized for three weeks. The customer was wearing the insulin pump at the time of hospitalization but it was removed once he was admitted. The customer reported that the insulin pump was not working after it was returned to him. The customer reported installing new batteries but the batteries would not even register on the insulin pump. The customer reported receiving a battery out limit alarm, an unexpected restart alarm and a bad battery alarm from the insulin pump. Troubleshooting was done. It was reported that a new battery cap for the insulin pump would be shipped to the customer. No additional information was provided.